Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of hemorrhage listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly during removal of the device, the distal sheath could not be removed as the foot plate was stuck in the vessel. It was confirmed that the lever was returned to the closed position. A cut-down was done to remove the device. The sheath was upsized to a 16f and the tavr procedure was completed. Hemostasis was achieved via the cut-down. Bleeding/blood loss occurred during the arteriotomy and open repair as they were securing the device out intact and trying to suture the vessel. The patient was given a blood transfusion. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.